Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial baseplate. The baseplate and insert were revised. Rep confirmed there are no allegations against the revised liner.